Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training if necessary, to correct and address any reprocessing deviations.

Event description:
The user facility reported to olympus that the evis exera ii duodenovideoscope tested positive for cultures despite reprocessing twice with a high-level disinfection (hld). The facility had the scope hld, cultured, and set aside. When the culture results came back positive, the facility repeated manual cleaning, hld, and performed a re-culture and set the scope aside. The second culture tested positive. The result was less than fifteen (15) colony forming units (cfu) coagulase negative staphylococcus isolated. The scope was not adenosine triphosphate (atp) tested and was not ethylene oxide (eto) sterilized. The issue was found at reprocessing. No patient harm was reported. There has not been any change in the facilities reprocessing personnel since the last on-site visit by an olympus endoscopy support specialist (ess) in 2019. All reprocessing personnel have been trained on how to properly reprocess an endoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide independent laboratory test results, the device evaluation, the endoscopy support specialist (ess) in-service visit, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for culture testing. The results indicated growth of psuedomonas stutzeri gram-negative bacteria on the distal end & elevator mechanism. The device was ethylene oxide (eto) sterilized and returned to olympus for a physical evaluation. Olympus performed a device evaluation/visual inspection on the received condition and did not find any stains or foreign material on the device. The biopsy channel was inspected with an olympus borescope. Upon entry of the biopsy channel at the distal end side, scrape marks were found. There were no stains inside of the biopsy channel. Additionally, the suction channel was also inspected with the olympus borescope, and no issues were noted. The bending section cover glue was discolored on both ends. Further, the seal surrounding the objective lens was also discolored. The forceps elevator was manipulated in the up position and verified that there was no debris behind the forceps elevator. An olympus endoscopy support specialist (ess) observed during the in-service and investigation, that the customer utilized a non-olympus cleaning brush (boston scientific hedgehog brush), the scope buddy flushing device for flushing of the scopes, and an oer-pro for disinfection. The cleaning steps performed manually (ie. The brushing/flushing steps) were performed correctly per the olympus instructions for use (IFU). The staff was not performing the brushing at the distal tip of the scope utilizing the channel-opening cleaning brush, instead brushing the distal tip first with the maj-1888 single use soft brush (and not performing the steps correctly). The endoscope channels were then brushed as indicated in the IFU. Post channel brushing, several staff informed the ess that the aspiration step was not completed when the scope was cleaned. Other staff indicated it was always done, making this an inconsistent completed step. The maj-1888 was not utilized after the aspiration step, and the flushing with a syringe was also not completed. The scope was connected to the scope buddy for flushing of the channels, then rinsed, and placed in to the oer-pro for disinfection. The account did not utilize adenosine triphosphate (atp) testing as part of the process, but indicated it was not performed often on the endoscopic retrograde cholangiopancreatography (ercp) scopes, as the scopes were being culture tested on a regular basis. This scope was reprocessed multiple times, per the customer, but still came back positive for "<15 colony forming units (cfu) of coagulase negative staphylococcus isolated" according to the documentation of the results. The ess provided an education on the olympus recommended reprocessing steps utilizing the visual reprocessing guide to show each attendee the correct way to brush, flush, and clean the distal end of the scope. Additionally, the ess pointed out the reprocessing wall chart was a great learning tool for assistance in remembering the steps in correct order, as the "homemade" quick reference guide the facility created was not the correct process. The ess also recommended that the staff fully utilize and understand the learning tools olympus had available for scope cleaning education, namely the visual reprocessing guide, reprocessing videos, reprocessing wall chart, ontrack form, and instruction for use (IFU). Copies of the documents and links to the videos were provided to the customer as resources. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the event cannot be conclusively determined. The event was likely caused by insufficient reprocessing of the device as reprocessing method in the facility deviated from the instructions for use (IFU) recommendation. The instructions for use (IFU) provides the following guidelines: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.